Manufacturer narrative:
The information provided date of event with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 600 mg/dl. No form of treatment was reported and no high blood glucose troubleshooting was performed. Customer also reported that the insulin pump had a sensor updating and change sensor alert. It was also mentioned blood at the sensor insertion site. Customer was advised to reach out to the health care professional and discuss the skin or site issue. Customer did not report if the auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. The insulin pump is not expected to return for analysis.